Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: during investigation, the battery compartment was cracked twice at the threads above the bumper, and one crack at the case seal below the bumper. Rust/corrosion was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find no further evidence of moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.